Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage on the screen. The customer's blood glucose at the time of the incident was not reported. The customer stated that the insulin pump screen had scratches that made it difficult to read. The customer also stated battery issues. Troubleshooting was not provided. The insulin pump will not return for analysis.

Manufacturer narrative:
(B)(4). Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, weak battery, battery out limit and failed battery test alarms noted during testing. Device had minor scratched lcd window.